Manufacturer narrative:
The reported field event of charge time out was confirmed. The implantable cardioverter defibrillator (ICD) was returned for analysis. Review of device data showed the device had a charge time out during capacitor maintenance. The high voltage capacitors were sent to the manufacturer for analysis. The cause of the field event is consistent with internal anomalies with the high voltage capacitor. The cause of these anomalies remains undetermined.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-95445 it was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the implantable cardioverter defibrillator (ICD) was unable to charge high voltage therapy and the right ventricular (rv) lead was exhibiting unspecified oversensing and high defibrillation impedance. The ICD and rv lead were replaced. The patient was in stable condition.